Event description:
It was reported that post procedure, aneurysm recanalization was observed as the retreatment was performed with coilings. Based on the site, the adverse event aneurysm reoccurrence was possibly related to the subject device. The outcome of this adverse event is ongoing. No further information is available.

Event description:
It was reported that post procedure, aneurysm recanalization was observed as the retreatment was performed with coilings. Based on the site, the adverse event aneurysm reoccurrence was possibly related to the subject device. The outcome of this adverse event is ongoing. No further information is available.

Manufacturer narrative:
D1 product long description: corrected. D4 catalog #: corrected. D4 lot#: updated. D4 expiration date/ gtin: updated. H4 manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The event description indicates a possible relationship to the target coils. No device malfunction was reported during the initial procedure. A probable cause of anticipated procedural complication will be assigned to this event. This appears to be an event where a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the directions for use, product labeling and/or risk documentation files.